Manufacturer narrative:
Brand name: the reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a connection issue with a transfer set and minicap which resulted in peritonitis. It was reported the ¿minicap fell off and then the tube came out¿. The cause of the event was not reported. It was reported ¿the tube was refitted and reinserted by the hospital". It was not reported if the patient was hospitalized for the event. It was reported the patient was ¿being treated¿; however, it was reported ¿no antibiotics¿ were given. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. No additional information is available.